Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7077990.

Event description:
It was reported that the patient was feeling stimulation on non targeted areas due to lead migration. The patient underwent a revision procedure and was doing well.